Event description:
Tech alleged the bed had a loss of ground. No pt impact.

Manufacturer narrative:
The tech found the ground prong broken on the power cord. The tech replaced the power cord plug to resolve the issue.